Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It was reported that the ventilator generated technical error codes indicating a control pc board error and disabled ventilation. The conclusion was that problem was solved by cleaning and reseating the connection of control printed circuit board pcb and monitoring printed circuit board pcb. No parts has been replaced. The received device logs confirmed the reported issues at 07/20/2021. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a control pc board error and disabled ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).